Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's lead exhibited high/invalid impedance values. Reprogramming was unsuccessful in providing effective left side coverage. The pt will consult with physician on possible surgical intervention.